Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined a conclusive cause for the reported difficulties cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment/slda. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. The first clip delivery system (cds) was advanced to the mitral valve and the clip was deployed. The clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). An additional clip was implanted to stabilize the slda clip. A total of three clips were implanted reducing mr to 1-2+. There were no adverse patient effects. No additional information was provided.